Manufacturer narrative:
Product eval: the product was returned for analysis, and the reported complaint could not be identified. No reason was given for the explanted lens. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info has been requested (b(4) 2011 and (B)(4) 2011 by mail, fax and phone. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 05/13/2011. (B)(4).

Event description:
A technician reported that an intraocular lens (iol) was explanted. Add'l info has been requested.